Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 1,000 mg/dl with small to medium ketones. Reportedly, customer went to the emergency room (ER) and a healthcare provider identified the ketone level as dangerous. Customer was treated with intravenous insulin as well as fluids and left the ER a few hours later with a bg of approximately 500's (mg/dl). Insulin delivery was resumed and bg "eventually came down" (value not provided).